Event description:
The plaintiff's attorney alleges that the patient experienced a cardiopulmonary arrest and subsequently expired on the same day as a result of exposure to granuflo and/or naturalyte administered during hemodialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.